Manufacturer narrative:
Additional information : one actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, clamp function testing and integrity testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a transfer set and the titanium adapter. This was identified before use for peritoneal dialysis therapy. The customer reported that there was no defect on the titanium adapter. To resolve the issue, the transfer set was replaced to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.